Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: multiple alarms technical faults when vent was startup. Low battery alarm and battery wasn't charged. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: multiple alarms technical faults when vent was startup. Low battery alarm and battery wasn't charged. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11 follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated the unit shut down during start up. No patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The most probable root cause of the event was deemed to be that the batteries were totally discharged and is consequently a user error, attributed to the lack of necessary user actions. Although the root cause of the event was identified as use error, the incident remains reportable as a potential deterioration in patient's health condition (which did not happen) could not be fully excluded. Therefore, the issue is considered as a reportable event.

Event description:
The following was reported to hamiton medical ag: multiple alarms technical faults when vent was startup. Low battery alarm and battery wasn't charged. No patient involvement.